Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg). The patient was admitted to the hospital and underwent a revision procedure wherein the ipg was replaced. The patient did well postoperatively. Additional information was received that the patient was admitted to the hospital due to bronchoaspiration and bronchopneumonia that was not related to the device. While admitted, the patient charged the ipg, and the device remains implanted in the patient and in use.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg). The patient was admitted to the hospital and underwent a revision procedure wherein the ipg was replaced. The patient did well postoperatively.